Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an issue with the reservoir. After filling it with insulin they were not able to air it out with the transfer guard completely. The customer's blood glucose level was unknown. They were advised to contact their health care professional or educators to get help. The product will not return for analysis.